Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp). It was reported that the evidence of infection presented itself to the patient so she scheduled an appointment to have the bone flap removed and start a broad-spectrum of antibiotics. The patient's symptoms included right arm weakness and the patient thought she may have had a mild seizure. The patient is currently recovering from the infection. There were no external factors that were recorded as a potential influence.

Manufacturer narrative:
Please see report number (B)(4) submitted in jan 2018. If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that the patient had a meningioma removed and subsequently, had an infection "(B)(6)", which required two additional procedures. The patient was concerned about the 2 infections that she developed 20 days post-surgery. It was noted that the patient was told by infection control that this was likely acquired during the first surgery and was the reason for the delayed symptoms included the infector needing to grow from the inside before showing outward symptoms. The patient was concerned that the bovine membrane implant was contaminated, or that somehow during the surgery, she acquired two different bacteria that cause the infection. The original intended procedure was a stealth-guided craniotomy for gross total excision of a tumor and surrounding dura with excision of inner table of involved bone with resection and hemostasis down with operating microscope.